Manufacturer narrative:
Findings: pump unable to prime during prime due to faulty force sensor (gold).pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, displacement test. Pump had minor scratched display window, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump was unable to rewind. Customer's blood glucose at time of incident was 13mmol/l. The customer stated that he had unexplained high blood glucose and she did correction bolus manually. The customer stated manual prime is working and he sees insulin at the end of the tubing. The customer was advised to perform high pressure test but doesn't have tubing clamp. Customer was advised that we will send tubing clamp and call us back to continue troubleshooting. Customer was advised to speak with his doctor to see if needs to make changes in basal/bolus settings.